Event description:
A healthcare professional reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose was 61, 75, and 17 mg/dl with a 34mg/dl difference. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.